Event description:
The complainant alleged while monitoring a pt (age and gender unknown), the device blank out. The clinician turned the device off and on three times before the device's display re-appeared. The complainant indicated that the clinician continued to use the device to treat the pt. The complainant also indicated that there was no adverse effect to the pt as a result of the reported malfunction.